Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. Technical services (ts) was consulted and recommended raising impedance limit. The lead remains in service. No adverse patient effects were reported.